Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: during the investigation, the keypad cover was intact and without damage. All keypad buttons demonstrated normal response when tested. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. Investigation did not duplicate the alleged unresponsive keypad issue. The pump was opened for further investigation of the alleged moisture in the pump. Investigation confirmed evidence of moisture damage on the keypad flex connect. Leaking testing confirmed moisture leakage due to damage to the audio bolus bolus button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.